Event description:
It was reported that the pt had a right knee replacement in 2004. Since that time, pt has had a lot popping and the knee comes out of joint and is loose. Pt has been on walker since surgery. X-ray show loss of bone. Pt was admitted for right total knee arthroplasty. During the procedure, the surgeon discovered the tibial and the femoral components to be oversized. The femoral component also had a lot of lucency. All of the components were removed and replaced.